Manufacturer narrative:
G2: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient had a power on reset (por) because the ins had been off and depleted for a few years. The patient went home and had been trying to charge their ins, but the recharger kept displaying a reposition antenna message. During the call, the rep attempted to connect the patient programmer to the ins but got a poor communication screen. The rep confirmed they tried to connect with their tablet, but were not able to connect. It was noted that the ins may have gone into overdischarge once more. The rep was helped to enter physician recharge mode and was to call the manufacturer's technical services if additional assistance was needed. No symptoms were reported. Additional information was received from the rep reporting that the ins was not able to be recovered from the overdischarge. The patient was scheduled for an ins replacement in september.